Event description:
The facility reports the caregiver finished bathing the resident and removed the resident from the tub using the bath chair. The caregiver positioned the resident on the bath chair, under the heat lamp, located at the end of the tub. The caregiver turned away from the resident to raise the tube to drain faster. The bath chair seat caught on the edge of the tube. The chair tipped and the resident fell to the floor. The resident sustained a fracture to the right femur.

Manufacturer narrative:
The investigator was on route to the facility to conduct an in-service on the tub and alenti when notified of the incident. He examined the device and found no faults. It is stated in the report from the site that the caregiver turned away from the resident to raise the tub. The resident was left unattended in an elevated position. The lift was moved out of the tub, but not free from the tub area, when the tub was raised by the attendant. The tub caught the lifter from underneath and overthrew it, causing it to tip with the resident on board. The operating instructions as well as the specially distributed san are very clear as to how the operation should be done and have not been followed. Therefore, the MFR concludes the event was caused by user error. The investigator has given instructions and in-service to all caregivers on the safe and appropriate use of the lift.